Event description:
A site representative reported that the imaging system computer was not communicating with the navigation system. This was discovered while they were setting up for a spine procedure. The site took a navigated spin and was unable to transfer it to the navigation system. The navigation system displayed a network cable disconnected error. They tried three different network cables with no change. They were also unable to manually send the exam to navigation system. They also rebooted both systems with no change. After an hour delay, the surgeon chose to complete the procedure without navigation. There was no reported impact to the outcome of the patient.

Manufacturer narrative:
Patient age, sex, and weight were not provided. A medtronic representative went to the site to test the equipment. The connection between imaging and navigation systems was intermittent. The network port on imaging system and network cable used between the systems were causing the problem. The rep replaced the network port on the back of the imaging system and performed a system check. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Patient age, sex, and weight were provided.